Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. Only a small section of a guide wire was returned. The section of coated guide wire was twisted and kinked with a deformed j-tip. Approximately 41.5 cm of core wire and an indeterminate length of coil wire was missing. The separated end of the core wire was curved. This observed damaged indicates that the guide wire was separated due to contact with the introducer needle. This was also indicated in the reported description of the event. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A review of manufacturing records did not yield any relevant findings. Since the introducer needle was not returned, the probable cause of difficulty advancing the guide wire through the needle could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review could not be performed since lot information was not available. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and states that if resistance is met during insertion to withdraw the entire unit and attempt another puncture. The probable cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the md couldn't advance the guide wire through the introducer needle due to severe resistance. The md decided to withdraw the guide wire, however part of the wire cut off in the patient. As a result, a new kit was opened and used to complete the procedure. After the procedure, the guide wire piece was removed surgically. The result was good and the patient was fine. No death or additional complications occurred to the patient.